Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were issues with this patient's right ventricular (rv) lead after the patient flipped over on their all terrain vehicle (atv). It was noted that the device and rv lead had no capture at maximum outputs. Subsequently, the rv lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.